Event description:
It was reported that the patient experienced pulsation at the implant site and later presented to the clinic for follow-up assessment. Upon device interrogation, the pacemaker was found to be in back-up mode and programming changes were made to resolve the issue. The patient was in stable condition.